Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had protruded drive support cap. Customer experienced high blood glucose of 244mg/dl and current blood glucose was 122mg/dl. Customer was treated with insulin pen and insulin pump. Insulin pump will be return for analysis.

Manufacturer narrative:
Device had cracked reservoir tube lip, minor scratched display window and stained end cap sticker. Drive support disk was inspected and no anomaly was noted. Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test.